Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the mobi-c implant disassembled in the disc space. The implant was removed and replaced with an alternate to complete the case. There was no reported patient harm.

Manufacturer narrative:
Correction to e1 (post office or zip code). Additional information: d4 (expiration date, unique identifier (UDI) number), h4, h6 (method, result, conclusion). This follow-up report is being submitted to relay additional information and initially corrected information. The product was not returned and no photos, intra-op/post-op images, or surgical notes were provided, so an evaluation is unable to be performed. DHR reviewed by (B)(6). There were no non-conformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential cause. This event could possibly be attributed to implant was not loaded properly before implanting. However the product is not been returned so the definitive cause cannot be determined. Complaint history search: pn# mb3355 ln# 5345891. A search was performed, for item number and date greater than 12 months prior to notification date, utilizing view 20. Regulatory affairs ¿ audits/ auditor¿s view in etq (tab 1). Data was filtered to remove duplicates from complaint number, item number, lot number and initial MDR report number. (Tab 2). Data was then analyzed for relevance (tab 3).a second search was performed to capture all time data for item and lot. Review of complaint history identified 1(one) additional complaint(s) for the same or similar issue in item based search and 0(zero) additional search results for the lot and item search. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the procedure the mobi-c implant disassembled in the disc space. The implant was removed and replaced with an alternate to complete the case. There was no reported patient harm.